Event description:
Initial report received on (B)(6) 2012: this spontaneous case was reported by a dermatologist and involves a (B)(6) female patient with a single-sided, idiopathic lipoatrophy (left side). She was treated three times by the health professional with poly-l-lactic acid (sculptra, batch-number unknown) for cosmetic skin procedure. Treated areas: mainly left cheek, minor treatment of right cheek. Dosage: for each treatment, one bottle of poly-l-lactic acid diluted in 5 ml h2o was used in combination with 2ml local anesthetic. Last treatment was performed in (B)(6) 2012. Time between sessions: three months. For a couple of days (beginning of (B)(6) 2012), the pt developed swelling, livid-bluish discoloration, and plate-like induration of left cheek. Two weeks before the reported events the pt experienced otitis (right side) without treatment. Previously no other anesthetic treatment was performed. Corrective treatment included systemic cortisone. Outcome was not reported. In case of no success, corrective treatment will be continued in 14 days with doxycycline. A product-technical examination (global ptc-no. (B)(4)) was initiated. Assessment after investigation: an investigation has been performed and the results are discussed here as follows: since no batch number was communicated, the documentation relevant to all the sculptra batches marketed in (B)(6) and not yet expired was re-controlled. For each batch, both semi-finished and finished (packaging) documentations have been re-checked and no anomalies linked to the event reported have been picked out. The verified batches were: a0035, a0036, a0037, a0038, a0039, a1040, a1041, a1043, a1044, a1045, a1d48, a1046, a1047, a1048, a2051, a2052, a2053, and a2054. The analysis certificate at the release step of all the batches listed above has been re-checked and all the results were conforming to specifications. The investigation did not point out anomalies related to the quality of the batches released for the market, nevertheless, since (B)(6) is not responsible for medical evaluations, we reserve to close this complaint as no conclusion possible. Add¿l info received from investigation site on (B)(6) 2012. Assessment after investigation added.